Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient called and stated that she has continued pain, immobility, pain in her groin, back pain and metallosis (cobalt) and loss of hair since her right hip revision surgery on (B)(6) 2012. Also inquiring about recall.